Manufacturer narrative:
The reagent lot numbers were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable anti-thyroglobulin, thyroglobulin, tsh receptor antibodies, and vitamin d assay results from more than 100 patient samples tested on the cobas 8000 e 801 module. The following are examples of discrepant results for four patient samples: patient sample 1: anti-thyroglobulin. The initial result was 21. The repeat result was 32.9. Patient sample 2: thyroglobulin. The initial result was 2.3. The repeat result was 1.42. Patient sample 3: tsh receptor antibodies. The initial result was 3.23. The repeat result was 4.69. Patient sample 4: vitamin d. The initial result was 118. The repeat result was 42.7. The units of measurement were not provided.